Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in israel. It was reported that patient got hospitalized due to hyperglycemia on (B)(6) 2024. Blood glucose levels were 400 mg/dl at the time of hospitalization. Patient was having symptoms of nausea and vomiting and was feeling sick which led to hospitalization and was hospitalized for 6 days. He got insulin and fluid as treatment in the hospital. No further information available.